Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: a review of the pump's black box revealed no data from the time of the reported issue. There was no damage found to the battery cap or the battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.